Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had leakage and shield sterility issues. The following information was provided by the initial reporter : the user reported that air seemed to be leaking before use and then checked the product and found that the shield was partially chipped.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the shield is damaged. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Unable to perform DHR check for shield damaged due to unknown lot number. Root-cause cannot be determined due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had leakage and shield sterility issues. The following information was provided by the initial reporter : the user reported that air seemed to be leaking before use and then checked the product and found that the shield was partially chipped.